Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 500mg/dl. Customer treated with pump. The customer indicated that a lot of the infusion sets bend and troubleshooting found that his current cannula is bent. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction.